Event description:
Voluntary report program ref# mw1038813 was received in which a physician reported that a pt experienced fusariym keratitis while using renu with moistureloc multi-purpose solution. The pt's event did not abate after product use stopped. No further information provided.

Manufacturer narrative:
Bausch & lomb initiated an investigated that evaluation the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the reported, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc forumla may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most repsonsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.